Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the hypoglycemia. The customer blood glucose level was 52 mg/dl at the time of the incident. The customer stated that insulin pump receives the software error detected alarm. The troubleshooting was performed and they were able to clear the alarm and complete the rewind. The self test was passed. The customer was treated with the glucose. The device will not be returned for analysis.